Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During procedure, it was observed that the stylet became stuck in the lead. It was noted that an attempt to insert another stylet resulted in it becoming stuck in the lead, as well. The lead was not used; another lead was implanted. It was noted that the patient did not experience any adverse consequences as a result of the lead issue. The patient¿s condition was stable.